Event description:
Decedent¿s attorney filed a lawsuit against dexcom that alleges the patient with type 1 diabetes was a g6 user with an integrated omnipod 5. She had used op5 since (B)(6) 2022. The patient allegedly experienced high glucose readings on (B)(6) 2023. She directed her omnipod to administer several doses of insulin. Believing that the insulin had been delivered, she went to bed. The patient's spouse allegedly slept in the same room with her that evening to monitor her for hypoglycemic shock following the treatment for hyperglycemia. The spouse reportedly woke sometime between 0600-0700 while the patient was still sleeping. The spouse subsequently fell back asleep on the couch and was wakened by a phone call at 0900. At that time, the spouse checked on the patient and found her collapsed on the bedroom floor and called ems. She was diagnosed and treated for severe diabetic ketoacidosis, acute kidney injury, and hypotension. During her hospitalization, she experienced bradycardic pulseless electrical activity -pea arrest, necessitating advanced cardiac life support - acls and intubation. Her condition was further complicated by acute hypoxic respiratory failure, possibly due to aspiration, suspected type ii myocardial infarction in the context of respiratory failure, and diabetic ketoacidosis (dka). Despite aggressive treatment, including insulin and heparin drips, and empiric antibiotic therapy, the patient's condition allegedly deteriorated, leading to her death on (B)(6) 2023. At some point, the decedent¿s physician and intensive care unit (ICU) nurse allegedly discovered the omnipod had a bent cannula, which prevented insulin from being delivered. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 health effect - clinical code - e0742 respiratory failure. H6 health effect - clinical code - e0704 aspiration/inhalation. H6 health effect - clinical code - e0612 ischemic heart disease.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, data was provided for evaluation. A review of the performance data indicates that the sensor session started at 6:24 pm on (B)(6) 2023. On the early morning of (B)(6) 2023 from 12:00 am until 1:25 am the users egvs (estimated glucose values) were within target range. At 1:31 am the users egvs hit 288 mg/dl and a high glucose alert occurred. The initial alert was at vibrate and the alert repeated 5 minutes later with the audio at 50 percent volume. At 1:36 am the alert was acknowledged by the user. Between 1:40 am and 6:35 pm the users egvs were within the target range. The high during this time was 279 mg/dl and the low reached 101 mg/dl. At 6:41 pm the users egvs hit 286 mg/dl and a high glucose alert occurred. The alert was at vibrate and was acknowledged by the user almost immediately. Between 6:45 pm and 7:55 pm the users egvs continued to rise reaching 400 mg/dl. At 8:00 pm the users egvs went above 400 mg/dl (high) and remained above 400 for the remainder of the day. On (B)(6) 2023, the users egvs remained above 400 mg/dl (high) for the entire day. It was noted that at 5:21 pm a signal loss event occurred lasting 15 minutes. Upon re-establishing communication, a high glucose alert re-occurred. The alert was at vibrate and was acknowledged by the user almost immediately. On (B)(6) 2023, the users egvs remained above 400 mg/dl (high) until 2:36 am when a sensor failure (replace sensor now message) was detected, and an alert was produced. The initial alert was at vibrate and progressed to 50 percent then 100 percent and repeated every 5 minutes until 11:33 am when it was acknowledged. Data investigation confirmed a sensor failure as a sensor failure after warm-up. The probable cause was determined to be progressive sensor decline. No additional patient or event information is available.